Event description:
It was reported that the user turned off the ilet pump after receiving prompts to connect the cgm or enter a blood glucose value, then called for assistance with a site change and reconnection, and subsequently experienced hyperglycemia with cgm glucose of 361 mg/dl and fingerstick glucose of 414 mg/dl before entering the fingerstick value into the ilet and resuming insulin delivery. Symptoms included no reported clinical symptoms despite elevated glucose. Outcomes included successful reconnection, resumption of insulin delivery, and glucose improvement to 113 mg/dl without the need for medical intervention. Investigation included remote troubleshooting and education on entering blood glucose values and reconnecting the system. Investigation of this case revealed no device malfunction reported, with user-initiated pump shutdown and delayed data entry likely contributing to the hyperglycemia. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.